Event description:
Same case as #6000089-2006-00247. Post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 2.75x20mm drug eluting stent was placed in the left circumflex (cx) artery in august of 2005. The patient presented about one month later with chest pain and ruled in for an mi with positive troponins. It was reported that the patient stopped taking plavix a week after discharge because of limitations in medication coverage. The patient was admitted and was treated with a combination of anti-thrombotic, anti-ischemic and anti-platelet therapy, including heparin, aspirin, beta blockers and nitrates. The patient was brought to the ccl the following morning on a heparin and integrilin drip. A 3.0x20mm maverick2 balloon was advanced to a lesion in the obtuse marginal (om) and inflated four times to 12-15 atm's for 8-13 seconds. The physician then used an export aspiration catheter and continued on to place a taxus express2 2.75x12mm drug eluting stent in the om, inflating the balloon to 15 atm's for 18 seconds. The stent was post dilated with the stent balloon inflated to 16 atm's for 20 seconds. The physician then used the export aspiration catheter to treat a thrombosis that was discovered in the cx stent placed the month before. A 2.0x12mm maverick2 balloon was advanced to the cx and inflated 5 times to 10-14 atm's for 7-14 seconds. The lesion was reduced to 0%. There was distal clot embolization. The patient received benadryl, demerol and phenergan. A dopamine drip was also started and titrated for decreased blood pressure. A 600mg loading dose of plavix was administered and the patient was transferred from the ccl. The patient was to remain on IV integrilin for 24 hours and come back fro recheck of coronaries the following morning. The patient returned late morning the next day for a recheck of the cx artery because of a large thrombus burden after 24 hours of anti-thrombotic medication. The left cx had a large clot present at the cx/om bifurcation. A 3.0x15mm maverick balloon angioplasty was performed inflating the balloon twice to 19 atm's for 18 seconds. The lesion was reduced to 0%. The clot was shifted to the distal cx. A pt graphix wire was advanced across the cx lesion and a 2.0x20mm maverick2 balloon angioplasty was performed inflating the balloon three times to 14 atm's for 36 seconds. No further patient complications were reported. Patient status is satisfactory.